Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: unintentional placement of a leadless pacemaker in the left ventricle. Print article - anesthesiology news. The frost series #397. April 19, 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A news article was reviewed regarding a leadless implantable pulse generator (ipg). The authors described a patient who was implanted with a leadless ipg. It took three attempts to implant the device into the appropriate position. Approximately five weeks later, the patient presented with progressive fatigue, shortness of breath, and palpitations. Interrogation of the device revealed non capture. Chest computerized tomography (CT), positron emission tomography (pet), and transesophageal echocardiogram (tee) showed the leadless ipg attached to the p1 and p2 cusps of the mitral valve which extended into the left ventricle via a patent foramen ovale (pfo) with mild to moderate mitral regurgitation and "stable" pericardial effusion. The patient underwent a removal of the leadless device with an epicardial ipg replacement, mitral valve repair, and pfo closure. No additional adverse patient effects or product performance issues were reported.